Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user requested to return the ilet after experiencing sustained hyperglycemia, stating that blood glucose remained between 250¿290 mg/dl for over four hours and expressing concern that the algorithm was not working correctly. Symptoms included hyperglycemia. Outcomes included return and credit processing for the device and unopened supplies. Investigation included internal case review and approval by clinical staff to proceed with return processing. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms reported and no specific component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.